Manufacturer narrative:
S/w ver. 3.18e. Retainer ring = clear. The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test. Pump error 75 alarmed during self test due to corroded motor home switch. Pump error 63 with (variable=9) pio failure, pump error 2, and pump error 43 were found in formatted history file due to moisture damage on electronic assembly. The pump was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The unit p-cap or test reservoir locks in place properly. The pump passed the displacement test. Pump error 75 alarmed during self test due to corroded motor home switch. Pump error 63, pump error 2 and pump error 43 were found in formatted history file due to software issues and moisture damage on electronic assembly. The pump was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Fill cannula recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.